Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit prompts an internal communication failure and prompts fault #16 alarm. There was no patient involvement.

Manufacturer narrative:
Additional information: e3 is unknown initially it was submitted as ("other healthcare professional"). It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) was showing "fault#16 the software processed an invalid trigger request". Dealer verify proper operation of the pressure channel. This may also be caused by a kinked iab, bad pressure transducer, or pumping with the trainer on no augmentation. It prompts internal communication failure when starting up, and the log content prompts as alarm no. 16. Replaced front end board and power management board. This repair is dealt with by the dealer, there is no so number. The equipment is delivered to the customer for use. Patient involvement unknown.